Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to a broken neck. Additional information received from litigation on 10/09/2017. Updated information stated part was left in during first revision surgery. Updated complaint to : allegedly, the patient was revised due to infection on (B)(6) 2016.